Event description:
Patient had kvo keep vein open line of d5w dextrose 5% in water infusing. It was connected to the lumen of his dl double lumen cvc central venous catheter. His zofran and dexamethasone were connected directly to the line. When rn went to change zofran syringe, tip of syringe had broken off and was lodged in the extension tubing.